Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope had an air leak at the distal end. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, a gap between the acoustic lens and ultrasound probe was discovered. This report is being submitted to capture the malfunction which was identified during the evaluation.

Manufacturer narrative:
The device evaluation found that due to wear of the lock engagement lever, the up/down (u/d) knob cannot be locked securely. The scope cover plate had discoloration. The air/water cylinder had discoloration. The cover joint had discoloration due to water leakage. Due to a pinhole on the channel tube, water tightness was lost. Due to damage on the charged cabled device unit, the image had white dots. Due to damage on the ultrasonic probe, the number of missing elements exceeded the standard value. Due to damage on the acoustic lens, displayed ultrasound image was defective. The acoustic lens was damaged. The distal end had a scratch. The adhesive around the objective lens had a crack. The light guide lens had a crack. The connecting tube had a scratch. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The universal cord was deformed, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.